Event description:
The iab leaked. Blood was noted in the tubing. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. Event complications: none from the event-reported 2/3/1998. Pt's current status;unk-rpt'd 2/3/1998.